Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Corrected information: b1, h1: upon further review, this event is not reportable under FDA 21 cfr part 803. Per a search of risk documentation and previous complaint data, there is no evidence to suggest that this device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury was alleged, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported to cook by another manufacturer, during implantation of another manufacturer's pulmonary artery pressure monitoring system/sensor, an unspecified cook 12french, 30-centimeter sheath was used. Resistance was not encountered upon advancement of the other manufacturer's device through the sheath. During the procedure, the physician reportedly lost guidewire placement due to the patient's difficult anatomy. The user decided to retract the wire and other manufacturer's delivery system out of the body through the cook sheath; however, the distal end of the sheath kinked and the other manufacturer's undeployed device was unable to be removed through the sheath. The other manufacturer's delivery catheter was then cut by the user and the sensor was removed. Another device/sensor was used to successfully complete the procedure. There were no adverse effects to the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D1= based on the event description, it is believed that the device is a performer introducer. G4: PMA/510(k) number = although the exact rpn and gpn are unknown, the 510(k) is believed to be k171999. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.